Event description:
It was reported by service report that the wheels are rubbing and the stretcher surges when driving. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result- drive motor, elastomeric bushings, wheel.